Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a coronary diagnosis procedure which was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon checking event log, fse found that the program software crashed. The philips technician performed a restore of the software program and tested the system, after which the system was returned to good working condition. The codes were updated based on the investigation outcome.